Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally struck a door while the ilet pump was in a pocket, after which the pump¿s screen became nonfunctional and the user could not unlock or navigate the device; the user transitioned to multiple daily injections without interruption and maintained blood glucose control. Symptoms included no reported adverse clinical effects. Outcomes included continuation of therapy via backup injections and ongoing cgm use. Investigation included customer support triage and logistics for replacement and return, along with guidance that device data would not transfer to the replacement and that the device shutdown sequence could not be completed due to the inoperable screen. Investigation of this device revealed physical damage to the user interface/display consistent with external impact, rendering the device unusable but without generating alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external mechanical damage.